Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an event of occlusion alarm on 22-jun-2024. Patient reported that the occlusion was in the tubing and insulin did not exit the tubing. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.